Manufacturer narrative:
Lens was removed/replaced in the initial surgery.(B)(4). Device evaluation: the intraocular lens was not returned to the manufacturing site as it was reported discarded by the facility. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured and released according to specification. The search revealed that no other complaint have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation, no product deficiency was identified and the customer's reported event could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model za9003, +21.0 diopter) was removed from the patient's eye and replaced with another lens in the same procedure because doctor observed a kinked trailing haptic after implantation. Additional information was received and it was learnt that during the procedure an incision enlargement was performed and a non-amo lens was used as a replacement lens. Patient was stable on discharge. No further information was provided.